Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported being dizzy, pale and sweaty. Review of device memory noted several atrial tachy response (atr) episodes, and a pacemaker mediated tachycardia (pmt) episode. It was reported that the patient has intermittent heart block and cardiomyopathy. A health care professional (hcp) reported that the patient experienced a syncopal episode approximately 16 months ago, and the maximum tracking rate (mtr) was reprogrammed from 130 beats per minute (bpm) to 100 bpm with an atr trigger of 130 bpm. Additionally, the patient reported shortness of breath (sob) and heaviness with activity. The patient was noted to have a history of intermittent atrial tachycardia and atrial fibrillation (af). Technical services (ts) discussed that based on the mtr and atr programming, the device cannot track sinus rates above 100 bpm. The patient was noted to be 96 percent right ventricular (rv) paced. It was unable to be determined if the atrial tachycardia/af was causing the symptoms, or if the symptoms were related to a lack of av synchrony due to the device programming. Ts recommended the hcp review with the physician as the symptoms could be medical related based on the patient's complicated health history. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported being dizzy, pale and sweaty. Review of device memory noted several atrial tachy response (atr) episodes, and a pacemaker mediated tachycardia (pmt) episode. It was reported that the patient has intermittent heart block and cardiomyopathy. A health care professional (hcp) reported that the patient experienced a syncopal episode approximately 16 months ago, and the maximum tracking rate (mtr) was reprogrammed from 130 beats per minute (bpm) to 100 bpm with an atr trigger of 130 bpm. Additionally, the patient reported shortness of breath (sob) and heaviness with activity. The patient was noted to have a history of intermittent atrial tachycardia and atrial fibrillation (af). Technical services (ts) discussed that based on the mtr and atr programming, the device cannot track sinus rates above 100 bpm. The patient was noted to be 96 percent right ventricular (rv) paced. It was unable to be determined if the atrial tachycardia/af was causing the symptoms, or if the symptoms were related to a lack of av synchrony due to the device programming. Ts recommended the hcp review with the physician as the symptoms could be medical related based on the patient's complicated health history. No additional adverse patient effects were reported. This device remains in service. It was reported that the device was later explanted due to a therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) four months later. The product has been received for analysis.